Manufacturer narrative:
On november 7, 2019 the suspect medical device was updated from alinity b-hcg reagents ln 07p51-20 lot 95524ui00 manufactured in longford, ireland to alinity analyzer ln 03r65-01 sn (B)(6) manufactured in weisbaden, germany. Manufacturer report 002809144-2019-00987 has been submitted to document this change and will contain all further follow up information.

Manufacturer narrative:
Additional information for the facility address; (B)(4). No additional patient details are available. This report is being filed on an international product, list number 7p51-20 that has a similar product distributed in the us, list number 7p51-21 and 7p51-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive b-hcg result on the alinity analyzer. The following data was provided: sid (B)(6) initial 169.22, repeat 153.09 iu/ml. The clinician stated this did not match the clinical indication of the patient. There was no impact to patient management reported.